Event description:
It was reported via voluntary medwatch that the patient's right atrial (ra) lead demonstrated noise oversensing, which resulted in automatic mode switch (ams), an elevated capture threshold, and low but within-range pacing impedance. No intervention was performed, and the patient remained clinically stable.